Event description:
It was reported that during replacement surgery for the vns pt, the generator showed low lead impedance on a system diagnostic test when the new generator was connected to the existing lead. The surgeon performed a pin reinsertion, and the low impedance remained. A generator diagnostic test was then performed using the test resistor, and low impedance resulted again. Troubleshooting did not resolve the event so, a new generator was implanted in the pt. Product analysis is pending on the returned generator.